Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The time between eri and eol was less than expected. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had reached end of life (eol). The shortened replacement window ((B)(6)2007) advisory was questioned. Premature eol was later alleged. The device was explanted, replaced and returned for analysis. To date, there have been no reported adverse patient effects related to this clinical observation.